Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision [of patient's right knee] took place yesterday (B)(6) 2019...the patient was revised due to aseptic loosening of the tibial component, no complaints have been reported against the implant. A size 3 primary tibial baseplate and size 3x9mm ps insert were removed and replaced with [a size 4 universal baseplate and 4x11 ts insert]. I have no information as to when the original surgery took place, yet". The rep provided the revision usage sheet.